Manufacturer narrative:
The device evaluation is still in progress. The device will be sent to an off-site independent laboratory for microbial testing and ethylene oxide (eto) sterilization. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatched to the user facility to observe the user facility¿s reprocessing practice and to provide reprocessing training and is still in progress. The cause of the reported event could not be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that after performing surveillance scope cultures, the scope culture tested positive for e-coli twice at the distal tip of the scope. In addition, it was reported that pre-cleaning is performed immediately after each use of the scope following olympus' guidelines. The scope is manually cleaned using an olympus single use dual brush. The scope is leak tested prior to manual cleaning using an olympus alt pro. An olympus oer-pro is utilized for high level disinfection. There was no patient infection or patient involvement with the reported scope.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdf to fds.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the endoscopy support specialist (ess), the independent laboratory test results, the physical evaluation results and to update. On june 14, 2018, the ess contacted the gi manager at the user facility to schedule an observation and training if necessary. The gi manager declined the observation at this time as the scope was sent for repair to find out if there were any damages (e.g. Cracks) that could have contributed to the positive cultures on the scope. On june 15, 2018, the scope was sent to an independent laboratory for microbial testing. The scope tested positive for enterobacteriaceae, klebsiella pneumonia, escherichia coli, and pseudomonas aeruginosa. The scope was ethylene oxide (eto) sterilized and returned to olympus for a physical device evaluation on june 25, 2018. A visual inspection was performed on the received condition of the scope and there were no signs of foreign material/substance or stain inside the biopsy channel, biopsy port and suction port when inspected with an olympus boroscope and telescope test equipment. Additionally, there were no signs of foreign substance/materials found with the insertion tube, bending section cover area, and distal end area. The bending section cover glue at the insertion tube side is discolored, cracked and leaking. Right/left f-knob is missing from the control knobs area. The service group also found a scrape mark inside the biopsy channel and a deep dent at the distal tip cover of the scope. A review of the instrument history shows the scope was purchased on april 8, 2014 and has had no service records since. Based on the device evaluation, olympus was unable to determine the cause of the reported device issue as there were no abnormalities or resistance noted with the scope¿s biopsy channel; however, improper maintenance of the scope could not be ruled out as a contributing factor to the reported event.